Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since no lot number nor product code was provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Dart detached from suture carrier detached from capio device. The procedure was a vaginal prolapse. No serious patient injury.